Event description:
A malfunction alarm code malf 24 was reported. There was no adverse impact to the customer¿s blood glucose level. The customer was informed by technical support about the pump replacement process, including instructions for putting the pump into storage mode and returning it via ups with a prepaid label. Technical support also confirmed the shipping address and sent a replacement pump with updated software, offering training through the customer's source account.